Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 73 mg/dl at the time of call. The customer's mother stated that they were vomiting. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother performed high pressure test and the insulin pump passed. The customer's mother also reported that they received a failed battery test alarm. The customer's mother declined to troubleshoot for failed battery test alarm. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.